Event description:
Customer reported meter results of hi, which on the advantage system indicates a value in excess of 600 mg/dl, 400 mg/dl, and 180 mg/dl within 10 mins. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent. Strips expired after the incident.